Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that during knee arthroplasty when the surgeon was validating the tibial cuts, the system was stating that not enough was cut per the plan and the rod showed bad alignment. The surgeon made additional cuts to bring the tibia into neutral alignment when he switched to conventional instrumentation.

Manufacturer narrative:
The reported event could not be confirmed; review of log files shows there was no discrepancy between the varus/valgus in pre-operative plan and validation for all the cuts performed with rosa robot system and there is no evidence in the log files that the perceived discrepancies were caused by a software issue or system malfunction. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined as the issue could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.